Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) interrupted breathing and airway control. The event described "patients to replace the trachea casing on (B)(6) 2:00 found that oxygen saturation is insufficient, to breathe balloons to assist breathing, oxygen saturation is unstable, after examination found that the suction sputum trachea cut the tube and accessories of the airbag pressure is insufficient, after inflating, stop breathing balloons, oxygen saturation of patients maintained 95%-98%."